Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer had an issue with the wash station on the cobas 8000 c 702 module (c702) on (B)(6) 2018. The field service engineer checked the analyzer and found a large buildup of green sludge on all nozzles of a rinse station and the back of the analyzer. He removed and cleaned all nozzles and the nozzle head. A tube cracked and broke off when cleaning. He used an extender on the cracked tubing as the tube was too short. He wiped down covers and all areas affected by the sludge. He changed the reaction cells, performed water bath exchange maintenance, and ran a cell blank. Calibrations and controls passed. The customer provided data for three patient samples that had erroneous results for creatinine (crea), ca2 calcium gen.2 (ca), and bilirubin (bil). The erroneous results for these samples were reported outside of the laboratory. Roche manufactures two crea reagents, crej2 creatinine jaffé gen.2, and crep2 creatinine plus ver.2. Roche manufactures three different bil reagents as follows: dbili direct bilirubin, bilt3 bilirubin total gen.3, and bilts total bilirubin special. It was asked, but it is not known which specific crea and bil reagents were used. The customer stated that he received a call from a physician about the first patient sample as the initial crea result for this sample was 347 umol/l. The customer repeated an aliquot of the sample on another analyzer on (B)(6) 2018 and the result was 82 umol/l. The customer checked results from samples that were processed around the same time as the first patient sample and found erroneous result data for the second and third patient samples. The second sample initially resulted with a ca value of 1.34 mmol/l. The sample was repeated on the same analyzer on the same day, resulting as 2.40 mmol/l. The third sample initially resulted with a bil value of < 3 umol/l. The sample was repeated on the same analyzer on the same day, resulting as 50.4 umol/l. No adverse events were alleged to have occurred with the patients. The crea, ca, and bil reagent lot numbers and expiration dates were asked for, but not provided. The customer has not had any further issues since the service actions were performed.

Manufacturer narrative:
The field service engineer checked the system on (B)(6) 2018 and found issues with vacuum tubing on the rinse mechanism. These issues included mixed up tubing and excessive wear. He replaced the tubing and re-routed the detergent tubing. He checked the tubing system, water pressure, adjustments, probes, and rinse volume. Quality controls were ok and precision was ok. There were no further issues after these service actions. Investigations determined that the service actions resolved the issue.

Manufacturer narrative:
The initial crea result of the first sample was actually 346.5 umol/l. The crea reagent that was used was crej2 creatinine jaffé gen.2.

Manufacturer narrative:
For the first sample, the correct repeat value was 81.9 umol/l instead of 82 umol/l. The initial bil value from the third sample was 1.8 umol/l accompanied by a data flag, instead of < 3 umol/l. The crea reagent lot number was 291877. The ca reagent lot number was 290093. The bil reagent lot number was 281251.